Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20ga x 0.75" powerloc max safety infusion set. The returned product sample was evaluated and the following observations were made: ¿ a complete break in the extension tube was confirmed and occurred at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the needle broke at the tubing area where the soft tubing meets the hard piece. The nurse was getting ready to flush for blood work and during her cleaning of the end of the tubing, the tubing completely broke in half. The patient was capped off and on loa over the weekend and returned to hospital for bloodwork and a port re-access as he was due for a needle change. It was stated this was a powerloc 20g x 0.75¿, accessed (B)(6). And break on (B)(6). . Heparin locked over weekend. There was no known patient harm.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the needle broke at the tubing area where the soft tubing meets the hard piece. The nurse was getting ready to flush for blood work and during her cleaning of the end of the tubing, the tubing completely broke in half. The patient was capped off and on loa over the weekend and returned to hospital for bloodwork and a port re-access as he was due for a needle change. It was stated this was a powerloc 20g x 0.75¿, accessed nov 29th and break on dec 6th. Heparin locked over weekend. There was no known patient harm.